Event description:
It was reported that the user experienced alternating hypoglycemia and subsequent hyperglycemia while using the ilet with an inset infusion set; the cannula removed from the prior site showed a small amount of blood, and the pump later displayed a hi reading before levels trended down to the low 300s after full set replacement and guided troubleshooting. Symptoms included low blood glucose to 40 mg/dl for about one hour and high blood glucose above 180 mg/dl for up to two hours with device alerts for sustained hyperglycemia; no loss of consciousness, dizziness, or other acute effects occurred. Outcomes included self-management without backup therapy, no ketone testing, no medical intervention, and recovery with education on set change and meal announcement while considering insulin on board. Investigation included customer support review, guided troubleshooting, and user education regarding infusion set replacement and meal announcements. Investigation of this case revealed hyperglycemia and hypoglycemia of unclear cause with a possibly blood-affected infusion site but no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device failure and potential user or infusion-site related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.